Event description:
It was reported that 21 days after implantation high thresholds were measured. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 7cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection showed a tissue residual at the lead tip as reported in the complaint description. Furthermore several cuts in the insulation and deformations of the outer conductor coil. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.